Event description:
The customer reported experiencing air bubbles in their tandem mobi cartridge system, which affected their blood glucose levels, displaying as ¿high¿; however, a specific value was not provided. A manual correction injection was administered to address elevated bg. The customer changed the cartridge and resumed insulin.